Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the damaged instrument component was a broken grip cable. One grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. Other cables at the wrist are not damaged. The instrument has 7 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci standard hysterectomy procedure frayed wires were noted on the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.